Event description:
The patient has had no reaction to sound for some time. The audiologist reports that the implant can be moved under the skin. The patient has various disabilities, but it is not known if there is an anomaly with the cochlear. Electrodes 6 to 12 vary between hi impedance and ok. Testing confirmed that the device has malfunctioned.